Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: complaint description multiple air alarms push line to blue air in like x4 micro bubbles and champagne seen ketamine infusion air x4 same procedure for both advanced air to remove, tubing removed, air flicked and purged, cleansed with alcohol swab, reinserted reprime, fixed for a few hours. Norepi #2 downstream occlusion with no obvious cause. Increased pressure until reached max. Added push to help flow. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or batch number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.